Manufacturer narrative:
The product was not returned for analysis. However, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when the professor was trying to use the biopsy forceps to take lung tissue from the patient, plastic was taken out as well. When they tried to take a second time, plastic was taken out with lung tissue again. They changed to a new ewc and no plastic was found afterwards. The physician was able to complete the super dimension portion of the case. There was no patient injury.